Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: visual inspection confirmed the k-wire was bent in several locations. Conclusion: the cause of the k-wire jam is most likely the result of an inadvertent deformation of the k-wire during the surgery.

Event description:
It is reported that; during surgery it was impossible to screw the k wire through screw. The srew was screwed out including k wire. A new screw had to be used.

Event description:
It is reported that; during surgery it was impossible to screw the k wire through mantis screw. The mantis srew was screwed out including k wire. A new screw had to be used.